Event description:
Erosion/migration of penile prosthesis. The device was a 16 centimeter device with no rear-tip extenders, which was what the previous operative report said. Palpation proximally revealed loss of containment on the left side, but no rear-tip extenders on either side noted. Tubing was traced up to the reservoir after deflating it.